Event description:
It was reported that the patient had turned stimulation off for a while and then turned it back on and there may have been an issue. The patient was experiencing mood changes due to globus pallidus (gpi) stimulation. The patient¿s school teachers had noticed a significant change in patient behavior. There was a loss of therapy. No diagnostics were performed. The patient turned stimulation off on his own and his mood stabilized. When stimulation was turned off the patient would experience diplopia. It was unknown if any interventions or actions were going to be taken, they were waiting on follow-up from the programming nurse. The issue was not resolved. A surgical intervention was required, device was explanted. (B)(4).

Event description:
Additional information received reported that both implantable neurostimulators (inss) were replaced.

Event description:
Additional information received from a healthcare professional reported that the patient's mood changes had seemed to have improved and certainly had improved at a lower setting. Since then they had been able to increase settings without negative effect on the patient's mood.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387s-40, lot# v779204, implanted: (B)(6) 2011, product type: lead. Product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v779204, implanted: (B)(6) 2011, product type: lead. (B)(4).